Event description:
It was reported by patient that she underwent primary hip procedure in 2007. After about a year following surgery, she stated the hip had become painful with feelings of subluxation and audible sounds from the joint. Revision surgery was performed in 2011. Patient reports that surgeon observed metallosis during revision. This report is based on patient allegations, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.